Manufacturer narrative:
Patient age or date of birth, gender, and weight not available for reporting. This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Implant date reported as on or about (B)(6) 2013. Device was not reported to be explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an implantation on his left wrist with a synthes' short bend plate and corresponding screws to aid in his wrist fusion on or around (B)(6) 2013. The devices subsequently failed and caused severe injuries to the patient, who didn't discover the failures until about april of 2016. No other information was provided. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(6).

Manufacturer narrative:
Possible part numbers for a short bend plates are as follows: 02.110.151 - locking compression plate (lcp) wrist fusion short bend plate; 04.110.151 - titanium lcp wrist fusion short bend plate (straight plate in steel & titanium). It is unknown which of these part numbers is the identity for the complained device involved in this litigation. Additional part #'s for plates in the synthes wrist fusion plate system are as follows: 02.110.150/04.110.150 (standard plate in steel & titanium) and 02.110.152/04.110.152 (straight plate in steel & titanium). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Product manufactured in (B)(4). Product manufacture date: 04-jun-2008. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of ti wrist fusion plate 8 holes/short bend (part number 442.52, lot number 5798635) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed 3 material review records (mrr) written against this lot of material. The first mrr #142399 was written for 2 cosmetic issues. Both cosmetic issues were determined not to affect final product as both will not be evident at the conclusion of normal processing. The second mrr #163490 was written for undersize width of a sample of the raw material. This mrr led to a rework to perform a 100% inspection of the remaining material for width which in turn led to the initiation of the third mrr #163718 for a portion of the lot of raw material measuring under the low tolerance limit for width. The raw material found with the undersize width was dispositioned as scrap while the conforming material was accepted to be used for manufacture. Due to the fact that these nonconformances would not affect the finished product, this ncr had no adverse effect on this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Photograph of the complained device was received. Therefore, a revision procedure has occurred on an unknown date.

Manufacturer narrative:
Customer quality (cq) engineering investigation/summary: it was reported that a patient underwent an implantation on his left wrist with a synthes' short bend plate and corresponding screws to aid in his wrist fusion on or around (B)(6) 2013. The devices subsequently failed and caused severe injuries to the patient, who didn't discover the failures until about april of 2016. No other information was provided. A photo of complained device received, therefore a revision occurred on an unknown date. Item # 442.52 was identified with lot 5798635. Part# 442.52, lot#5798635 ti wrist fusion plate 8 holes/short bend the products was not returned and a visual inspection of the provided photos shows a plate with wear consistent with implantation and explanation. No specifics were provided by the reporter about how the plate failed. Visual inspection of the provided photo does not provide clarity on how the plate failed either. From an engineering perspective, an allegation of failure but no specifics about the failure type can be equated to a complaint category of "functional issues. This complaint is unconfirmed for the plate. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. The drawing for the titanium wrist fusion plate/short bend with 8 holes were reviewed during this investigation. No product design issues or discrepancies were observed. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.